Manufacturer narrative:
The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no device history record (DHR) is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required. In this case, complaint was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 7 years post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process.

Manufacturer narrative:
The valve remains implanted. The date of the event is unknown; however, according to the article the event occurred in (B)(6) 2017, but no specific date was provided. For this reason, the first day of the year ((B)(6) 2017) was used as the occurrence date. The implant year was provided, but not the exact date, therefore the first day of the year ((B)(6) 2010) was used as the implant date. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the root cause for the valve degeneration proximally 7 years post valve implant could not be confirmed, but may be related to the patient's co-morbidities and/or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliates in the (B)(6) , review of the medical article:" reoperative transapical transcatheter aortic valve implantation for a degenerated biological valve" corresponding author dra. Gabreilla ricciardi from leiden university medical center found the report of a degenerated valve. In 2010, a 23-mm a sapien xt prothesis was implanted in aortic position via transapical. In 2017, the patient was referred to the cardiology clinic for respiratory failure and pulmonary edema. A CT scan demonstrate the presence of porcelain aorta, severe peripheral vasculopathy and patent coronary grafts. A tte showed a degenerated aortic 23- mm sapien xt prothesis, leading to severe intra and paravalvular regurgitation. The heart team decided to perform a vinv implantation. A 23-mm sapien 3 valve was implanted inside the previous one successfully. At 1 year, the tte confirmed a good result.